Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of intermittent audio was confirmed through observation. The cause was found to be caused by a connector, which was found not fully secured. The back flex was secured properly with the audio functioning as expected.

Event description:
It was reported that a spectrum pump had intermittent audio. It was also reported there was no patient injury.